Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level (32 mg/dl), and was subsequently in an automobile accident. The cause for low bg level was unknown, and there was no injury sustained due to automobile accident. Paramedics treated the customer with glucose tablets. Recommendation was made to discuss diabetes management with a health care professional.